Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line during therapy using a prismaflex set. The reporter stated that the baxter dialysis machine presented an air in blood alarm. The deaeration chamber was found to be full of foam, and there was a ¿bunch of air¿ in the filter. Troubleshooting was performed, but was unable to resolve the issue. The treatment was ended without returning the blood in the circuit to the patient, and a new set was primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.